Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump alarmed for a call service cs054 alarm. The reporter was advised to remove and reinsert the battery and the pump successfully cleared the alarm. The pump alarm history was reviewed and found that call service cs054 alarms had occurred several times in the last month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.